Event description:
Additional information received reported that the patient's leads were replaced and revised in late (B)(6)-2012. The patient was feeling better and happy, and was receiving good coverage and relief. Exact explant date of the leads was unknown at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient had percutaneous lead implanted in cervical region on 2012 (B)(6). Intraoperatively they had good stimulation/coverage. A day later, patient experienced her hand pulling, similar to a claw or curling of fingers. Then it became more of a rhythmic jerk in the hand. After doing x-rays they determined lead migrated to anterior portion of epidural space. They decided to do a lead revision, but they noticed there was a small csf (cerebrospinal fluid) leak after pulling the lead. The doctor believed the dura must have been nicked by lead or procedure. The doctor decided to leave extension and ins implanted, but was going to wait until the patient was fully healed before doing another lead placement. At the time of the report, the patient was experiencing left leg numbness. The doctor believed it was peroneal neuropathy, and was considering an MRI. It was reviewed that the manufacturer didn't recommend thoracic MRI. Follow up reporting noted that the patient had good stim on table (operating table) at the time of implant. Later that night, the patient experienced cramping in her right hand. X-ray the next day revealed lead was anterior. The patient was taken back for lead revision, at which time a small csf leak was observed. The physician decided to allow the leak to heal and replace lead later. The patient was scheduled for lead placement 2012 (B)(6). No other issues had been reported. Additional information obtained noted that the lead placement scheduled for 2012 (B)(6) was not performed. It was unknown when it would be rescheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), implanted: 2012 (B)(6), explanted: product typ lead: product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ recharger: product ID (B)(4), lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID (B)(4), lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ extension. (B)(4).

Manufacturer narrative:
(B)(4)